Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 978b128, lot#: va2hlsp, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that a patients was  not receiving therapy benefit. Patient was implanted in (B)(6) with great results. On (B)(6) patient had back surgery(unrelated) and since that time no longer was getting therapy benefit. It was determined sometime later via x-ray that during the back surgery a screw was inserted into patient that penetrated the interstim lead. A revision surgery was scheduled on (B)(6) to replace the lead. No further information noted or anticipated see related (B)(4)- high impedance.